Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000450, serial/lot: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a system being used outside of a procedure. It was reported that the sites system was being unresponsive after a period of time of not being used. The issue was resolved when the site rebooted the system. The site also noted that the system was 26 days out of calibration. There was no patient involvement.

Manufacturer narrative:
H2) additional information: lot number of product ID: bi71000450 is rev. 2 : s/n (B)(4). H3) a medtronic representative went to the site to test the equipment. Testing revealed that the ps1 power supply voltage was dropping. The ps1 power supply was replaced which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The power supply has been received by the manufacturer. However, analysis has not been completed at the time of filing. H6) 10, 114, and 4307 are associated with the system checkout. 4118, 3233, and 11 are associated with the replaced power supply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the ps1 power supply was returned for product analysis. The power supply was tested by using cba IV pro 58250-1015 cba4/p c omputerized battery analyzer pro 45049. The bench test failed and the output voltage drifted to 5.409vdc. It was confirmed that the cause was a defective pcba. Fdm10, fdr120, fdc4307 are applicable to the product analysis. Fdm10, fdr114, fdc4307 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.